Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed that implantable cardiac defibrillator (ICD) was undersensing on the atrial channel. Programming changes were made. The patient was stable.